Manufacturer narrative:
Product complaint :(B)(4). Date sent to the FDA: 12/10/2024 h6 component code: g07002 - device not returned h6 component code: c22 - photo analysis additional information: h6 h3 investigational summary: the product was returned to ethicon for evaluation. One empty foil packet, one winding former, several suture pieces, and one detached needle were received for analysis. During the visual inspection of the needle, the swage and attachment area were noted as expected; the barrel hole was examined under magnification and remnant suture was observed. The sutures pieces have begun with the degradation process and the time of exposure to the environment could not be determined. The foil packets were visually inspected, and excessive wrinkles, delamination, and holes in the cavity were observed. The reported event is confirmed, due to the damages found on the packaging. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: there is no patient consequences reported from the suture as the surgeon decided to untie the suture and used another suture. Referring to "the suture is burned" it's the surgeons term to describe that the suture can¿t withstand the pressure and get ruptured. The suture ampoule is referred to the prolene suture the storage conditions are perfect and according to egyptian gahar and eda recommendations. Also, the sterility of the product wasn¿t compromised. The person who is wanting for the answers is dr (B)(6) he is urologist surgeon in (B)(6). Unfortunately, the product isn't available to be returned. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify: did the suture break? If no, please further describe the issue. Did this event of the suture is burned (ruptured) occur during use on the patient/intra-op? Or did this event of the suture is burned (ruptured) occur prior to use on the patient/pre-op? Is there any complaint against the packaging of the device? If yes, please describe.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that when the customer opened the suture ampule, he found that the suture ampule was burned which was described as the suture can¿t withstand the pressure and gets ruptured. There were no adverse patient consequences. Additional information was requested.